Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cardcage and master control ergo distal (mced) to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The cardcage and mced were analyzed and the complaint was confirmed by failure analysis. The units were found to have communication errors leading to error 319. The console cardcage was returned for failure analysis, and the reported failure was confirmed, but not replicated. In the error logs, the failures and error 319 were found indicating that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. The console cardcage was installed, successfully programmed and tested on the in-house golden system with no issues and no errors triggered at startup. The system started normally as expected. Multiple power cycles were ran with no failures and no errors triggered. This unit was idling for 2+ hours in normal mode, with no issues and no errors triggered. All console axises were checked and tested with no issues. As a result of this test and findings, failure analysis concluded that no root cause could be attributed to this console cardcage assy unit to the reported event. The mced was returned for evaluation and the reported issue was confirmed, but not replicated. The issue was confirmed via the error logs. The mced was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The horizontal and tilt axis were moved throughout their range of motion with no issues. The system was left to idle for two hours, and power cycled five times with no issues. As a result of these findings, no root cause could be determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the console was unresponsive. Caller stated it displayed multiple messages saying a restart was needed. After multiple restarts the issue was still persisting. Prior to calling they elected to swap out the console with their other da vinci 5 console. The system powered on normally with the other console and they are continuing as planned. The procedure was aborted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient involvement.